Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in impedance. Values are reported to be over 3000 ohms. This lead remains in service. No adverse patient effects were reported.